Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion (acdf) from c4 to c6. During the procedure, the plate loading pin broke off inside the plate. Both the pin and the plate were removed. No fragments remained in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.